Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 15th september, 2022 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the handle detached. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling may lead to potential infection of the patient.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter is the facility management engineer. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the handle connection with cover was detached. There was no injury reported, however we decided to report the issue in based on the potential as any particles falling may lead to potential infection of the patient. Device was repaired and returned back to usage. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification, since detached handle connection with cover, resulting in missing plastic particles could be considered as technical deficiency, and in this way the device contributed to the event. The provided information does not indicate if upon the event occurrence, the device was being used for examination purposes. When reviewing reportable events for this type of issue we were able to establish that the received incidents of the same failure pattern are occurring at a moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the analysis performed by the subject matter expert, the probable causes of the breakage are the incompatibility of the cleaning products or abnormal use. Based on information provided by getinge technician, it was confirmed that lighthead cover was broken due to impact damage. Maquet sas recommends visual inspection before use according to the user manual (IFU 01701 rev. 11, page 21). A daily inspection performed by the user (chipped paint, impact marks and any other damage) will help preventing such event. Maquet sas recommends to inform the customers about the hazards in cases of non-compliance of these instructions. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of describe event or problem# field deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 15th september, 2022 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the handle detached. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling may lead to potential infection of the patient. Corrected describe event or problem: on 15th september, 2022 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the handle connection with cover was detached. There was no injury reported, however we decided to report the issue in based on the potential as any particles falling may lead to potential infection of the patient.

Event description:
On 15th september, 2022 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the handle connection with cover was detached. There was no injury reported, however we decided to report the issue in based on the potential as any particles falling may lead to potential infection of the patient.